Event description:
Caller states during a study, the following results were obtained: patient 1: coaguchek xs 1:2.2 inr/coaguchek s: 1.7 inr. Patient 2: coaguchek xs 2: 2.2 inr/coaguchek s: 1.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device replacement was sent. Comparisons performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system.